Event description:
According to the literature, a retrospective study evaluated the efficacy and safety of routine extended chemoprophylaxis (anticoagulation medication, to prevent blood clots) for patients who underwent sleeve gastrectomy between 2012 and 2018. The patients were categorized into three groups based on the regimen prescribed. In group one, extended anticoagulation medication was only prescribed for patients who were ¿high-risk¿; in group two, patients were on extended anticoagulation medication if they were high risk or had a positive thrombophilia panel; in group 3, all patients were on extended anticoagulation medication. A 60mm black and purple loads were used to construct the sleeve and the sleeve was reinforced with a bio-absorbable material. There were 8,864 patients in the study and complications included postoperative bleeding. Blood transfusions and readmissions were required. Bleeding occurred in all three groups but there was a significantly higher bleeding rate in group three.

Manufacturer narrative:
D10 concomitant product: unknown ligasure instrument (lot#unknown) reference: dylan cuva, et.al., 2023. Routine extended (30 days) chemoprophylaxis for patients undergoing laparoscopic sleeve gastrectomy may reduce portomesenteric vein thrombosis rates. Department of surgery, nyu langone medical center, bellevue hospital center, new york, new york, surgery for obesity and related diseases 20 (2024) 527¿531, 10.1016/j.soard.2023.12.006 received 3 july 2023; accepted 6 december 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.